Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that foreign material came out of the nozzle of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was confirmed that the section of the device with the foreign material didn't have any deformation. It is unknown if the reprocessing was implemented in line with the instructions for use prior to device return. The event can be detected/prevented following the instructions for use which state: inspection method is described in the operation manual cf-ez1500dl/I chapter 3 preparation and inspection prevention method is described in the reprocessing manual cf-ez1500dl/I chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.